Event description:
Patient reported obtaining back-to-back blood glucose results of 185mg/dl and 80mg/dl on the compact plus system. Patient stated that, 9.5 hours later, he performed an additional set of back-to-back tests with results of 214mg/dl and 94mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact plus system. Technical support requested the return of the suspect product and replacement product was shipped.